Manufacturer narrative:
The reported events of high pacing lead impedance, undersensing and loss of capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination revealed no indication of conductor fractures or internal shorts. Furthermore, a visual inspection of the lead body revealed no anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, high pacing impedance, low sensing resulting in undersensing and high capture resulting in loss of capture was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.